Event description:
It was reported that the insulin pump alarmed an error and had a blank display. The blood glucose reading was 78 mg/dl. The customer stated that the blank screen occurred during a bolus attempt, and after she removed the battery, she received the alarm. The insulin pump had experienced an unexpected restart. Upon troubleshooting, it was found that the display did not return. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the reset error test with no error alarm. The insulin pump was monitored for several days and no blank display was noted. The insulin pump had normal operating currents and no damage was found on the isolation tape. The insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip, and a scratched reservoir tube window.